Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the rep had interrogated the implantable neurostimulator (ins) and the battery status was ok but the longevity was showing 65.5 months and had a note "for new stimulator". The rep inquired about this message as only 3023 ins's usually show that and was questioning how much battery life remained. The rep stated the patient had come into the office because all of their symptoms had returned, and it was discovered the ins had been turned off. The rep stated the patient didn't know the ins was off and had no idea about the date of their return of symptoms, and only stated "for a while". The rep did not know if the patient had an prior power on reset's (por) and wasn't aware that the patient had been seen in the office to have the device turned back on. The caller reported possible emi exposure as the patient had open heart bypass surgery approximately a year ago. The following longevity calculations were provided: 2.4v, 210 pw, 14 rate, 1004 ohms, called didn't know use per day eri - 2.39 years, eos - 3.32 years. The caller stated they still had to work with the patient so they hadn't turned the ins back on and didn't know if the return of symptoms issue would resolve. It was later reported the cause of the ins being off was not determined, and the patient did not remember turning the device off prior to the reported heart surgery. The rep noted the patient was just seen the day prior and the ins was turned back on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.